Event description:
Customer reported that during an IV infusion a leak was noticed along the tubing where the silastic segment connects to the blue upper fitment piece that fits into the pumping finger of the lvp (module). There was no harm to the pt. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product has been requested to be returned for eval and supplier was provided with shipping instructions; however, to date the product has not been shipped. A follow up report will be submitted if further info is obtained.